Event description:
Initial result for a pt bicarbonate was 62 meq/l. When repeated, the result was 19 meq/l. The incorrect result was not used to guide pt therapy. The field service rep was unable to determine a cause for the discrepancy.